Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt called lfs and alleged that his meter was reading inaccurately high. The pt obtained a blood glucose result of 130 mg/dl on his meter. The pt visited his physician, who performed two blood glucose tests on the pt. The results were 82 and 84 mg/dl. The comparison of one meter to another is not valid. No treatment was given. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The pt performed two control solution tests, both failed. Based on the info provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. The meter and testing supplies are being replaced for the pt.